Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported after 30 minutes of a blood bag being hung, the set began leaking from inside the module. Water was run through the tubing, but no leaks were found in the set. There was no patient harm.

Event description:
The customer reported after 30 minutes of a blood bag being hung, the set began leaking from inside the module. Water was run through the tubing, but no leaks were found in the set. There was no patient harm.

Manufacturer narrative:
Correction: disregard initial file (the manufacturer report number was incorrect and therefore a new emdr had to be created with the correct number. Manufacturer report number 9616066-2018-01102 for MDR reporting.